Event description:
It was reported that the (B)(4) lens came out with the trailing haptic twisted over and under the optic. It was reported that when the haptic comes free it swings up and around which could potentially cause damage to the endothelium. No patient injury has been reported.

Manufacturer narrative:
(B)(4). Expiration date is unknown because the serial number is unknown. Implant date is unknown. Explant date is unknown. It is unknown if the lens was explanted. (B)(6). This field is not completed as this report is being filed on an international product tecnis itec preloaded 1-piece iol, model pcb00, which has a similar product, tecnis 1-piece iol model zcb00 that is distributed in the united states under PMA (B)(4). Device manufacture date: unknown because the serial number is unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.